Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 23-may-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation & atrial flutter right (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that during the procedure, a pericardial effusion was noticed. The anesthesiologist notified the physician that the patient¿s blood pressure was dropping. The injury occurred after the atrial flutter procedure had been completed and after they completed the right vein for the afib procedure. They had not started the ablation for the right vein yet. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was medication given to the patient to assist with the patient's declining blood pressure and a pericardiocentesis, 530 cc's of fluid was removed. The patient was reported to be in stable condition. The physician was unsure of the reason for the pericardial effusion and that nothing had occurred during the procedure to indicate an issue. The procedure was aborted. Additional information was received on the event. This adverse event was discovered during use of biosense webster products. The physician is leaning more to the procedure being the cause of the adverse event. They reevaluated the tags and timeline for catheter position. There was one tag that was further into the left superior pulmonary vein (lspv) anterior side than what he usually does. There were no impedance spikes. Intervention was a pericardiocentesis. The patient stabilized post procedure. He was monitored overnight and was discharged (B)(6) 2022. Patient weight unknown but average size. Transeptal performed with a heartspan 71cm fnd1901. Ablation was performed prior to event. There was no evidence of steam pop. The event occurred during the ablation phase. An irrigated catheter was used in the event, the flow rate was at 15cc/min because of the ablation wattage of 45 watts. Correct catheter settings were selected on the generator. Pump changed within normal limits (wnl). No manual changes were made. No error messages were observed on biosense webster equipment during the procedure. Dashboard, vector, and visitag force visualization features were used. Visitag settings were 2.5mm/3sec; 25%/5g; 3mm tags with surpoint. Resp gated additional filter was used with the visitag. Tag index color option was used prospectively.

Manufacturer narrative:
The device evaluation was completed on 27-may-2022. It was reported that a 79-year-old male patient underwent an atrial fibrillation & atrial flutter right (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation. It was reported that during the procedure, a pericardial effusion was noticed. The anesthesiologist notified the physician that the patient¿s blood pressure was dropping. The injury occurred after the atrial flutter procedure had been completed and after they completed the right vein for the afib procedure. They had not started the ablation for the right vein yet. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was medication given to the patient to assist with the patient's declining blood pressure and a pericardiocentesis, 530 cc's of fluid was removed. The patient was reported to be in stable condition. He was monitored overnight and was discharged (B)(6) 2022. The product was returned to biosense webster for evaluation. A visual inspection and an evaluation of all features of the device were performed following biosense webster, inc. Procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).